Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), no relevant fault code found in log files. Tested on balloon for 1 hour and unable to duplicate fault. The temperature sensor probe was replaced to avoid any further issues as a precautionary measure. Fse also calibrated drive regulator. Unit tested ok and handed back to user in good condition. The removed temperature sensor was returned to the failure analysis and testing department(fat) for investigation. This part was received with a reported unit failure message of system over temp. Performed visual inspection of this part received and observed temperature sensor¿s cable was cut. Due to cable cut the fat dept. Cannot be investigated further for this compliant. Temperature sensor failed testing. Retaining temperature sensor in the fat dept. As per procedure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump system was over temperature. There was no adverse reaction or injury to the patient as the nurse immediately switched the patient to a new unit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.